Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character limitation the complete (event site) - (B)(6).

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) the device gives battery.

Manufacturer narrative:
Updated sections: b4, e1(name), g3, g6, h2, h10, h11 corrected sections: b5, b6, b7, d10, h6(health clinical & impact).

Event description:
It was reported during routine check, the cardiosave intra-aortic balloon pump (iabp) the device gives battery error. There was no patient invovled.

Manufacturer narrative:
(Type of investigation, investigation findings, component codes, investigation conclusions). Additional contact details: event site postal code- 41000 a getinge field service engineer (fse) evaluated the unit for the reported malfunction. The batteries of the device were checked. It was seen that the batteries were intact and the maintenance period was approaching. Fse replaced the parts. Performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety tests per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
N/a.